Event description:
It was reported that there was a particle inside of a large volume folfusor at an unspecified location. This was noticed during filling of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation containing approximately 240 ml of solution in the bladder. Visual and microscopic inspection did not confirm the reported condition; no particulate matter was found. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.